Event description:
The caller alleged a variance between the inratio inr result in comparison to the laboratory inr result. The results are as follows: inratio: 1.6, laboratory: 2.4 . No exact date(s) were provided. Patient had some kind of flu; although requested, no further information was available including patient information. No therapeutic range was available.

Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.